Event description:
It was reported that the system was replaced due to out of range impedance measurements and sensing problems. After the skin incision was made, it was observed that the device header was full of blood. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned. It was observed during analysis that the only setscrew mark on the is1 pin was too proximal on the pin. The ring connection may have been intermittent or none. Evaluation summary: no anomalies found.